Event description:
It was reported that during use of the coring reamer 10.00mm in an acl - btb (bone tendon bone) reconstruction procedure on (B)(6) 2013, the teeth on the reamer "were flattened" (all the teeth broke off) resulting in a 2 hours delay. The facility's representative also stated that approximately two hours were required to manually locate and remove the broken teeth. Complete removal of the broken teeth was confirmed by the use of c-arm imaging. It was further reported that other than the 2 hours delay, the procedure was completed satisfactorily and the (B)(6), female patient was discharged as per routine procedure for this type of surgery.

Manufacturer narrative:
Two (2) "unopened" coring reamers from the same lot # were returned from the user facility and only pictures of the procedure and broken reamer were returned for evaluation. A review of the provided pictures found the broken reamer and all the removed pieces were placed on the back table in a displayed manner and this confirmed the reported breakage. As reported the alleged failure reamer was not returned for analysis. However, two (2) "unopened" units from the same lot were returned for evaluation. The investigation revealed that after a thorough product review, hardness testing, and micrograph review of the device structure, no indications or abnormalities could be identified that could have caused or contributed to the reported breakage. A review of the device history records showed lot #422220 was manufactured on december 10, 2012 in a lot of 8 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other complaints received for this item and lot number combination. In addition, a review of the device complaint history shows this is the only complaint received with this failure mode. Even though the broken reamer was not returned for review, the investigation was based on historic data, photographic data, and inspection/testing of products from the same lot. This investigation was not able to identify any material or manufacturing defects or deviations that alone would have caused this reported breakage. Coring reamers are designed to slide over a 3/32 inch guide pin to produce a concentric and accurately sized bone tunnel, while removing a core of bone from the tibia during acl and pcl reconstruction procedures. To reduce the risk of teeth breakage and injury to the patient the instruction for use (IFU) provides the following warnings and precautions. Warning: - avoid misalignment of the coring reamer to the guide pin. Failure to do so can cause the coring reamer to come in contact with the guide pin while drilling, which may damage the coring reamer or guide pin, and may cause widening of the bone tunnel. Precaution: - care should be exercised in the use of the powered instrument to minimize side or bending loads to the coring reamers, which may cause them to break. Broken reamer was not returned.